Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) on 2018-jul-23. The patient¿s spinal cord stimulator (scs) was malfunctioning within the last 24-48 hours. The caller was redirected to a service to have a manufacture representative (rep) paged to check the implant. There were no patient symptoms reported and no complications reported.

Manufacturer narrative:
Initial reporter occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient needed a manufacturer representative (rep) to come to her hospital room to reprogram the stimulator so the patient can do rehabilitative physical therapy. The device appeared to have lost programming. No symptoms or further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the circumstances that led to the issue was an inactivity period of two weeks because the patient was bedridden. The rep came and recharged and reset the device. The patient reported it was now working. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.